Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, the lens remains implanted. (B)(4). Device evaluation: the product was not returned to the manufacturing site as it remains implanted; therefore, the complaint cannot be confirmed and either a product deficiency can be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that no other complaint folder has been created for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that as a sensar monofocal intraocular lens (iol) was inserted into the patient's left eye. It was noted that the lens began to tear and a piece of the optic detached. The surgeon finished implanting lens in the sulcus and both haptics were rotated into good position. The patient's visual acuity pre-op: 20/25-2. Further information was provided and it was noted that the surgeon had difficulty in advancing the lens, with sudden delivery of the iol, and about 20-30% approximately of the iol optic was torn. It was reported the torn piece was recovered and the lens remains implanted. The surgeon also mentioned that during post-op findings suggest a mild uveitis glaucoma hyphema (ugh) syndrome, but stated nothing that could not be managed and current plan is to perform a laser iridotomy if the clinical course warrants the intervention. The patient is currently recovering well, with 20/25 vision on the operated eye. No further information was provided.